Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. There was no injury to the patient as the result of this incident. Surgeon used a second over-the-wire embolectomy catheter to complete the procedure.

Event description:
The balloon of the lemaitre 4f over-the-wire embolectomy catheter ruptured during procedure. There was no harm to the patient as the result of this incident. Surgeon used another catheter to complete the procedure.